Event description:
It was reported that the patient experienced a syncopal episode and fell. The patient suffered injuries to his face as a result. Loss of ventricular capture was exhibited and unstable lead position was suspected. The auto capture function was turned off which resulted in reliable ventricular capture when the patient laid flat on his back.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.